Event description:
Scheduled for an echo cardiogram as first appt of day at dr's office when rptr arrived, the exam room had already been used for another pt and the tech had used latex gloves, which were noted to be disposed in an open garbage can in the exam room. As md and office were aware of latex allergy, rptr did not wear a mask into the exam room. The procedure was rescheduled and rptr left in office. Symptoms of diffuse itching, coughing chest tightness began within 40 mins of leaving the area. Tx with benadryl 50 po zyrtec 10 mg po, repeated for 4 - 6 h for 72 hrs. Prednisone 50 mg po total over 12 hrs.